Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that her doctor damaged spinal cord c5. Patient states when she uses the device is causes her to have nerve pain and muscle spasms. This is located by shoulders to hands. Hcp decided to do laminectomy at same time of scs device and routed out from c3-c7 and damaged at c5. Date of this was (B)(6) 2014. Patient stated that she has never used her stimulator because when she turns iton, it gives her spasms in her arms and shoulders. Pss reviewed hcp can fill out a MRI eligibility form otherwise get the battery out of overdischarge. Pt mentioned she doesn't even have leads and has something else implanted. Patient is going to talk with hcp about this. Patient doesn't use her stimulator. Patient has one restart left and she needs to put the device into MRI mode now, but she has the device off again. Patient then mentioned she was told she could get an MRI eligibility form filled out by her managing physician in place of putting the device in MRI mode. Patient said she is having another surgery (not related to either her pump or stimulator). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they purposely let the battery run down. The patient clarified that the spinal cord damage was done by the doctor who added a laminectomy from c3-c7 during the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that during implant of her device the doctor added a laminectomy from c3-c7, he damaged her spinal cord at c5. The patient reported that this caused muscle spasms. The patient reported that she felt nerve pain in her arms and hands. The patient reported that turning on the ins increased the spasms. The patient reported that she rebooted the ins once in 2016 for an MRI and didn't use it so the battery ran down. The patient reported that she had one reboot left and was saving it for the purpose it was meant for in case her spine repaired itself. The patient reported that if she goes past date recommended for the battery life, she would have it removed. No further complications were reported. Omitted information regarding od in 2015 - (B)(4).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The hcp reported that the patient told him her ins had been ¿turned off¿ and she was told that it can only be turned back on one more time. Additional information was received from the patient. The patient reported that she had issues during the implant of the device that damaged her spinal cord at c5. The patient reported that this caused nerve pain and muscle spasms in both arms. The patient reported that when the machine was turned on, it caused her muscles to spasms. The patient reported that she was waiting to see if there were changes to her spinal cord damage. The patient reported that the issue wasn¿t resolved but it had no bearing on her ongoing issues. No further complications were reported.

Event description:
The consumer reported the doctor did a laminectomy the same time as the spinal cord stimulation implant and damaged the c5. The patient was having muscle spasms in the hands and arms. The patients hands were numb except for a little feeling. When the patient turned on her device it made the spasms worse. It had been this way since implant. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information received from the patient reported that following the initial implant surgery that left their c5 damaged, they had lost use of their arms and legs that same night. It was reported that the implanting healthcare provider (hcp) had to do an emergency surgery to replace the paddle leads to different leads. The patient also reported that they heard 3 pops during the night of their first surgery and it was their stitches breaking apart. The patient stated that after the second surgery, they had regained use of their arms and legs, but still lost the ability to use their arms. It was reported that the patient started having muscle spasms since then and had to stay in the hospital for 4-5 days. The patient stated that they werent using their device because whenever it would be turned on, it would still make their muscle spasms worse. The patient was considering using their implant again and was going to follow up with their pain management hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.